Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2020 by bmc musculoskeletal disorders, titled ¿high tuberosity healing rate associated with better functional outcome following primary reverse shoulder arthroplasty for proximal humeral fractures with a 135° prosthesis.¿. The study reviewed thirty-eight (38) patients that underwent rsa with 155° for phf, using fibertape® cerclage for tuberosity fixation (arthrex). During the 34-month follow-up period, one (1) patient experienced postoperative hematoma requiring surgical evacuation. Source: schmalzl, j., et al. (2020). "High tuberosity healing rate associated with better functional outcome following primary reverse shoulder arthroplasty for proximal humeral fractures with a 135° prosthesis." Bmc musculoskelet disord 21(1): 35.